Event description:
It was reported that the patient¿s spouse stated that one of the infusion pumps generated an occlusion alarm during the priming process. The alarm subsequently resolved without intervention, and the device continued to deliver medication without further issues. The primary medication is remodulin, 18ng/kg/min, 1.3 ml/hr infusion was continuous and life-sustaining; however, the programmed flow rate and total volume delivered were not disclosed. The position of the pump at the time of the alarm was also uncertain. No additional details were available at the time of reporting. Although the patient was involved, the event was resolved without adverse impact. The patient continued therapy for pulmonary arterial hypertension (pah) without interruption.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that a duplicate file was created. Please disregard any reports associated with file mrn 3012307300-2025-13389. Please reference file mrn 3012307300-2025-13457 for all details pertinent to this event.